Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
On (B)(6)_2012, the nurse manager reported the pt had her ears irrigated on (B)(6) 2011 for the removal of ear wax. The physician was able to irrigate the pt's left ear with 350 cc of warm water without incident. When she irrigated the right ear, she used 2000 cc of warm water, the syringe seemed stiff and the plunger broke and the tip of the syringe pushed into the pt's right ear causing immediate pain. The pt had a vasovagal reaction and felt nauseated. Her blood pressure was 114.82 and her pulse was 88. The pt's right ear was bleeding and she was immediately sent to to seen by an ent physician. The nurse had no additional information surrounding the outcome.